Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a ruptured descending thoracic aortic aneurysm. It was reported that, following post-operative care, an MRI revealed an isolated motor tract infarction on the patient's right side that began at t7 and descended down to the l2 level supplying the right leg motor area. The patient had motor function impairment consistent with the motor area where the infarction was observed however there were no issues with the right side sensory or the entire left side. It was determined by the physician that the infarction was the result of an embolic event that occurred at the time of the stent graft deployment. The patient will not be treated and will go to rehabilitation services. Per the physician, the cause of the embolic event that led to the infarction was unknown. The patient is being monitored by the physician. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.